Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In many cases the patients' blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/ injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Article reference: kearney, thomas j., and m. Michael shabot. "Pulmonary artery rupture associated with the swan-ganz catheter." Chest 108.5 (1995): 1349-1352.

Event description:
A journal article detailing the results of a large-scale retrospective study involving 32,442 inpatients requiring hemodynamic monitoring with swan-ganz catheters in operating rooms and icus at a large, private teaching hospital over a 17-year period (1975 to 1991) reported that eleven cases of pa rupture related to a swan-ganz catheter were identified. The study excluded 1 patient from the data-set; therefore, the remaining 10 patients were established as having sustained a pulmonary artery rupture associated with the swan-ganz catheter.